Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported fluctuating readings on the inomax ds (B)(4). The device was set at 5 ppm and reading 40 to minus 5 ppm. Eval summary: on investigation, we were unable to duplicate the reported condition with this device. However, on examination of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2010, a respiratory therapist reported fluctuating readings on the inomax ds (B)(4). The device was set at 5 ppm and reading 40 to minus 5 ppm. The respiratory therapist states there was no harm to pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.